Event description:
Tracked a protege stent system over the wire to treatment site with no difficulty- no indication of kinking while tracking over the arch- attempted stent deployment- difficult initial deployment; however, deployment stopped after approximately 30-40 mm. Physician continued to attempted to deploy stent until outer sheath bond broke. Physician attempted to grab outer sheath to deploy, but was unsuccessful. An attempt was then made to remove the entire stent system from patient. Stent was brought back across the aortic bifurcation. While residing in the left iliac, the stent fractured, leaving approximately 30-40mm of stent in the left iliac. Patient is scheduled for follow up porcedure recommendation was made to tack up stent with another stent.